Event description:
As reported by the user facility: reports overinfusion occurred with several sets. Facility performed testing, set at 100mls/hr, actually infused at 150mls/hr.

Manufacturer narrative:
The actual device in the reported incident will not be returned for eval. W/o actual samples a thorough investigation could not be performed and no specific conclusions could be drawn. There have been no other reports of this nature against the reported lot numbers. All available info has been forwarded to the actual device MFR, (B)(4), for further eval. Although (B)(4) was not able to conduct an investigation on the actual product identified in this event, they did identify that excessive (B)(4) in the o-ring of the rate flow set can impact flow rate accuracy. (B)(4) has reviewed their mfg processes and although they have not detected any issues that could have led to excessive (B)(4) in these units, they have initiated a corrective action file in order to address this potential root cause.